Event description:
The customer reported being hospitalized due to high blood glucose, and possible diabetes ketoacidosis. The blood glucose reading was over 800mg/dl. The customer was experiencing unexplained high glucose for nine days. Troubleshooting was performed. The customer stated that the battery was removed while staying at the hospital. Reviewed the alarm history and no alarms found. Performed high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.